Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle of the insufflation channel clogged by a black rubbery material. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive was separated; plastic distal end cover was damaged; the bending angles did not meet the standard values due to wear of the angle wire; the light guide lens had a crack; the insertion tube was buckled and shaky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an angulation issue, was clogged, and requested maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel clogged by a black rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.